Manufacturer narrative:
(B)(4).

Event description:
Additional information received for this case. It was not confirmed that the adamkiewicz artery was covered; however, if the artery was covered it was unintentional occlusion.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 51 mm in diameter and 250 mm in length fusiform thoracic aortic aneurysm in zone 2-4. It was reported that the day after tevar, the patient had a complaint of paraplegia. As a result, a spinal drainage was placed, the paraplegia resolved. However, the patient had residual sensory impairment, so they are being monitored by the physician. The physician stated that in order to secure long in length for treatment the device was implanted right above celiac artery (ca). As a result, it has a possibility that adamkiewicz artery is covered. No additional clinical sequelae were reported.